Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist evaluated their teeth and discussion it was determined that their bite and teeth adjustments have worsened through the course of byte treatment. They have been wearing the retainers for a year and a half, and nothing has improved with their front two teeth, and the alignment of their bite has worsened so much that their molars barely touch any more and they have an overbite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.